Event description:
It was further provided that the cause of stalls on (B)(6) 2015 were unknown. The patient reported that in both cases, at the time indicated on the report, she was at her home. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015, the patient had magnetic resonance imaging (MRI), and the pump had not been interrogated after the exam. A motor stall occurred on (B)(6) 2015 at 9:45, with recovery the same day at 10:07. Then on (B)(6) 2015, another motor stall occurred at 16:05, with recovery at 17:38; and an alarm was reported on the report, but no one heard the alarm. The last refill was reportedly on (B)(6) 2015. Then on (B)(6) 2015, another motor stall occurred at 11:39, with recovery at 11:52; and another stall again the same day at 12:16, with recovery at 12:41. The patient heard the critical pump alarm that day. It was reported that the stall was due to the MRI exposure and recovered within 2 hours. It was unclear if the patient had additional MRI's. The patient had underdose symptoms of "cold leg," and sleepiness. All the symptoms were resolved by pharmacological intervention without any bad consequence. The patient status at the time of the report was alive with no injury. No action was required, but it was noted the issue was not resolved. The pump system was set for having only morphine (unknown), but there was also marcaine in the pump. There was no cause reported for the additional stalls and recoveries. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.